Event description:
It was reported that during an unk procedure, the hand activation would not work on two disposables. The customer used an lcsc5 with a footswitch for the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: devices a and b were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.